Event description:
It was reported by a family member that the patient had an infection. It was noted that there were no additional details. Additional information was requested but was not available at the date of this report. See MFR. Reports #3004209178-2013-15742 and #3004209178-2013-15746 regarding additional infections the patient had.

Manufacturer narrative:
Concomitant medical products: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 748295, serial# (B)(4). Product type: extension: product ID 7482a95, serial# (B)(4). Product type: extension: product ID 3387s-40, lot# v026380. Product type: lead: product ID 3387s-40, lot# v026239. Product type: lead. (B)(4).